Event description:
A past low blood glucose event was reported by the customer, though the specific value was recorded as "low" and the cause of the event remained unknown. There was no indication of an adverse impact on the customer¿s blood glucose level at the time of reporting. To address the low blood glucose event, the customer consumed carbohydrates and acknowledged a recommendation from technical support to consult their healthcare provider for further discussion on factors affecting blood glucose levels.